Manufacturer narrative:
The analysis showed that the sm8a-2010 valve is not blocked off and meets all its requirements within the laboratory conditions of testing. Unfortunately, since the valve was cleaned before return, it is difficult to explain the incident. Since the neurosurgeon checked the non patency of the shunt by visual exam of the distal catheter in the peritoneum, lack of drainage can be explained by a few hypothesis: intracranial pressure less than the valve pressure setting of the valve, obstruction in the ventricular catheter, moving of the ventricular catheter in the plexus choroid or outside of the ventricle, obstruction of the valve (not confirmed by sophysa with the cleaned returned device). Shunt obstruction is a known complication mentioned in the instructions for use.

Event description:
The doctor has requested programmer to perform an emergency intervention in the patient, which was ready for the procedure. The doctor did zeroing valve after opening the abdomen and did several tests and found that the valve had not a good performance. The doctor did remove the valve and did washes with serum but without success.